Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump down button harder to press, also insulin pump was not working. The customer¿s blood glucose level was unknown. Customer stated insulin pump had no delivery alarms, low battery alert, diminished battery life. The insulin pump will not be returned for analysis.